Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0307048. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: material no:328418, batch no: 0307048. Daughter of consumer reported needle break during injection. Needle was removed from the injection site and no medical attention received. Daughter also reported needle not penetrating skin. Requested refund and declined a replacement.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/16/2021. H.6. Investigation: customer returned a total of 7 syringes in a polybag labeled for 1ml, 31 gauge, 8mm syringes from lot 0307048. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: 1. 0.0103 in 2. 0.0102 in 3. 0.0104 in 4. 0.0103 in 5. 0.0103 in 6. 0.0102 in 7. 0.0101 in all of the needles were measured within acceptable outer diameters for 31 gauge needles (0.0100 in to 0.0105 in). The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed. The needles were within specifications and did not feature any dullness or burrs. A review of the device history record was completed for batch# 0307048. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of the needles breaking. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: material no:328418 , batch no: 0307048. Daughter of consumer reported needle break during injection. Needle was removed from the injection site and no medical attention received. Daughter also reported needle not penetrating skin. Requested refund and declined a replacement.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: material no:328418 batch no: 0307048 daughter of consumer reported needle break during injection. Needle was removed from the injection site and no medical attention received. Daughter also reported needle not penetrating skin. Requested refund and declined a replacement.